Manufacturer narrative:
The insulin pump passed displacement test and selftest. All operating currents are within specification. No unexpected low battery, off no power, or unexpected blank display noted. Device functioned properly. However insulin pump was received with corroded battery tube and corroded battery cap contact. Device also received with scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display anomaly. The customer's blood glucose was 399mg/dl. During troubleshooting customer stated that the insulin pump was not exposed to moisture and that the battery leaked in the compartment. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.